Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) had the biomedical team reseat the circuit breaker, yet the issue remained. The fse inspected the system onsite and upon troubleshooting identified that the ups was off, causing the power loss. The fse powered on the ups to resolve the issue, after which the system regained power. After turning on the ups, the system was returned to use in good working order. Later, the issue reoccurred due to a hospital facility power interruption and was resolved by resetting the wall breaker. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.